Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer their blood glucose levels with their insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer was assisted with troubleshooting but the device did not pass the self-test. The customer was advised to change their entire set and to monitor their insulin pump. The customer did not troubleshoot and did not send the product back for analysis.